Event description:
It was reported that the catheter above the inflation valve was torn off when removing the tamper-evident seal. There was evidence that the tamper-evident seal had been peeled off. The valve part of the funnel was disconnected, and the connected part was not returned. The inlet tube was cut, and the bag has been discarded. As per the follow up information received on 05sep2023, the customer clarified that the inflation valve was torn.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Received four (4) photos. Three (3) photo samples showcase an overview of 2- way all silicone foley catheter. One (1) photo sample showcases native writing with a drawing of silicone foley catheter. Received a used 2- way all silicone foley catheter with sample port connector (without original packaging). Visual inspection noted the catheter inflation arm/cap was broken off. This is out of specification which states, "no deformities, cracks and breakage allowed in caps." A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter above the inflation valve was torn off when removing the tamper-evident seal. There was evidence that the tamper-evident seal had been peeled off. The valve part of the funnel was disconnected, and the connected part was not returned. The inlet tube was cut, and the bag has been discarded.